Event description:
The customer contact reported a tubing separation; subsequently blood loss was noted. The nurse connected the monitoring kit to the central venous pressure line of the patient and turned away from the patient to perform an unspecified task. It was reported that when the nurse turned back to the patient, "blood was backing up the tubing." At this time it was noted that the tubing had separated from the male connection of the distal stopcock. The nurse closed the stopcock. It was reported that "a few drops of blood were on the pillowcase". The blood that was in the tubing set was flushed back to the patient. The monitoring kit was replaced and the patient monitoring was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded.